Manufacturer narrative:
Additional information received from the physician/author stated there was no correlation between the observed deaths and the freestyle. Additionally, the physician/author noted there were occurrences of re-operation procedures for pulmonary allograft patients and freestyle patients. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: thuraisingam a, et al. Long-term outcomes of right ventricle-to-pulmonary artery conduit insertion in adults with congenit al heart disease: survival analysis by national death index. Eur j cardiothorac surg. 2021 mar 29;ezab148. Doi: 10.1093/ejcts/ezab148. Presented at the 34th annual meeting of the european association for cardio-thoracic surgery, barcelona, spain, 8-10 october 2020. Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the long-term patient outcomes following right ventricle-to-pulmonary artery (rv-to-pa) conduit replacement using the freestyle stentless bioprosthesis or pulmonary allograft valve. All data was retrospectively collected from a single surgical unit operating out of two australian centers between 1991 and 2017. The overall study population included 232 patients. Of those, 148 patients (predominantly male, median age 31.9 years) underwent rv-to-pa conduit replacement with the medtronic freestyle. No unique device identifier numbers were provided. Among all patients, 10 deaths (6 pulmonary allograft patients, 4 freestyle patients) occurred between 7 months and 23 years post-implant. None of the deaths were directly linked with freestyle. Among all patients, post-operative adverse events included: one patient required permanent pacemaker implantation for complete heart block six days after freestyle implant; mild to moderate regurgitation; high mean and peak gradients (freestyle mean/peak gradients were 16.6 mmhg/32.0 mmhg); and rv-to-pa conduit reintervention. No additional adverse patient effects or product performance issues were reported.